Event description:
Same case as mfg report #6000078-2006-00430. The physician reported during a procedure on an aneurysm in the cavenous segment of the internal carotid artery (ica), the excelsior catheter was advanced into the middle cerebral artery (mca) over a transend guide wire. The ransend guide wire was then removed and a 300cm choice extra support guide wire was advanced. Attempts to withdraw the excelsion catheter were made, leaving the choice extra support guide wire in position. However, the physician reported that the choice extra support guide wire became stuck to the excelsion catheter, and may have entered one of the small branches of the patient's artery during attempts at removal. The patient subsequently developed a subarachnoid hemmorhage (sah) and expired two hours following the procedure. The physician reported resistance was the main issue when trying to remove the catheter over the guide wire.

Manufacturer narrative:
The wire has not been returned for analysis as of this date.